Event description:
This report was received from (B)(6). This is a spontaneous report by a baxter employed nurse from (B)(6) of did not wear mask and peritonitis with (B)(6) coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip), for peritoneal dialysis (pd). On an unreported date, the patient did not wear mask. On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, prior to antibiotic therapy, the patient began remedial treatment ip with a loading dose of vancomycin 1gm and continuing injections of ceftazimide 1gm 2x/day. The root cause of the peritonitis was due to the patient did not wear mask. At the time of this report, the peritonitis was resolving. It was not reported whether the patient was retrained in aseptic technique, therefore the outcome of the patient did not wear mask was unknown. Dianeal was ongoing. The nurse believed the event of peritonitis with (B)(6) was unrelated to dianeal pd2 ultrabag therapy, however did not provide an assessment of causality for the event of did not wear mask.

Manufacturer narrative:
(B)(4). The cause was determined to be use error, poor aseptic technique. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.